Manufacturer narrative:
Evaluation summary: no sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively.

Manufacturer narrative:
Evaluation summary: the technical investigation shows that the device met the specifications. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The root cause cannot be determined conclusively as the system was performing within specifications and as intended. (B)(4).

Event description:
An optometrist reported that following lasik treatment, the patient was diagnosed with epithelial ingrowth, in the right eye. The patient reported blurred vision in the right eye. The flap was lifted and rinsed in order to treat the event. In a follow up, the optometrist reported that the event resolved with the treatment, one week later. No further information is expected.